Event description:
It was reported that the patient underwent a revision surgery due to a dislocation.

Manufacturer narrative:
The patient was revised 1 month after prior surgery to remedy a dislocated shoulder. No information was provided regarding patient activity, accidents or medical contraindications that would lead to dislocation. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmr's created. The cause for the dislocation was not determined with confidence, but based on complaint history it could be due to soft tissue laxity, patient activity, or trauma.